Event description:
The company received information that suggested that there was a cuff leak while in patient use and that the pilot line had to be cut to deflate the cuff for removal. The customer reported that the cuff had been pre-tested prior to patient use. The patient was re-intubated and there was no report of patient harm nor injury. The customer reported that they will return the sample for evaluation.